Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired and was still attached to the manual handle. The jaws of the reload were clamped. The I-beam was retracted to the 4cm cut line. The reload jaws were manually opened, and the reload was removed from the instrument. The reload was disassembled, and damage to the laminate hooks was observed. In addition, there were scrapes on the channel adapter created by the laminate hooks as they traveled up the ramp. It was reported that the unload function stopped working. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when firing over tissue that is beyond the recommended thickness range. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egiaushort, egiaushort endogia ultra univ sht stap, (lot # p5b0855); unknown egia su, unknown endo gia sulu, (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a thoracic surgery, after using the stapler in the fourth firing, the unload function stopped working and the cartridge could not be detached from the handle. Another handle was used to complete the case. There was no patient involvement. Medtronic¿s initial evaluation of the incident device found a scratch on the cartridge side jaw, which might have been made when the I-beam advanced forcefully in clamping the jaw or firing due to thick tissue.

Manufacturer narrative:
Additional information: g3. Correction: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a thoracic surgery, after using the stapler in the fourth firing, the unload function stopped working and the cartridge could not be detached from the handle. Another handle was used to complete the case. There was no patient injury. Medtronic¿s initial evaluation of the incident device found a scratch on the cartridge side jaw, which might have been made when the I-beam advanced forcefully in clamping the jaw or firing due to thick tissue.